Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the values that were out of range were high, undefined impedance values.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out, when the physician connected the leads to the new device, the values were out of range. The physician reconnected the leads to the old device. The surgery will be rescheduled, however, the date has not been determined. No patient complications have been reported as a result of this event.